Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the instrument tip broke off during a robotic hysterectomy, additional radiographic intervention was taken following the procedure to ensure all broken pieces were removed from the patient. Device brand and item number is unknown at this time. The manufacturer information will be updated once the brand and device information is provided. No patient harm was reported. No surgical delay was reported.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. B1 and b2: updated to include serious injury b5: description updated d: product information h: patient code. Multiple attempts were made for product return. The lot # was not provided so a batch history could not be performed. Investigation results (without product): c-0167243 examination is not possible, as the device will not be returned. Photographs were provided for evaluation. Examination of the photographs shows the dual action housing has broken off confirming the complaint. Without return of the device no root cause can be determined. Supplier: smith & nephew 150 minuteman rd. Andover, ma 01810. Potential patient impact as a result of this product failure was addressed in a CAPA opened by aesculap, inc. For the failure mode of jaw breakage.

Event description:
Additional information was received: the leading material was updated; pictures could not provide the lot number.